Manufacturer narrative:
Product was returned for evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the chair wires catching fire. It was determined by electronic engineering that the chair's mkvi compact joystick cable was shorted when the right rear swing arm pinched the wiring. This caused the outer insulation to ignite and follow the path of the current source. Combustion of the outer insulation was extinguished once it reached the wiring harness and connectors. Incorrect wire routing of the mkvi compact joystick cable was the plausible root cause of this failure. Complaint of wiring caught fire was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the chair wires catching fire. It was determined by electronic engineering that the chair's mkvi compact joystick cable was shorted when the right rear swing arm pinched the wiring. This caused the outer insulation to ignite and follow the path of the current source. Combustion of the outer insulation was extinguished once it reached the wiring harness and connectors. Incorrect wire routing of the mkvi compact joystick cable was the plausible root cause of this failure. Tbm stated, chair started smoking and wiring caught fire at back of chair.

Event description:
Tbm stated, chair started smoking and wiring caught fire at back of chair.